Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted dso seal, scratched lcd lens, bent battery door spring, and a scratched rear label. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion seal was degraded. The event occurred before infusion, there was no patient involvement.